Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected at the time of the alarm. The alarm occurred during setup of peritoneal dialysis therapy. The homechoice was swapped. It was not reported how the patient will complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. During functional testing, the device was found to be alarming with no display. Upon conclusion of the investigation, the cause the alarm was determined to be digital printed circuit board failure. The digital printed circuit board was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.